Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review is not possible; the manufacturing lot number that was provided is an incorrect manufacturing lot number.

Event description:
PICC nurse reported at final step of PICC insertion on (B)(6) 2010, she did not meet resistance when pulling out stiffening stylet, however, the wire was "coiled-up, pig tailed" when removed. Additional info: "a wire is in one of the lumens". Staff clamped this lumen. Upon examination, the radiographic tip end of the stiffening stylet was present, measuring about 5 cms. PICC line was immediately discontinued and placed in biohazard bag. (The lumen was cut to determine how long the wire measured).